Event description:
Boston scientific received information that for over one year, this pacemaker has displayed a longevity remaining of less than half a year. Additionally, the magnet rate is 90ppm.

Manufacturer narrative:
The device was put through and passed the returned products test (rpt). This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. No other adverse events were reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations and assured the caller they will have 90 days after elective replacement indicator (eri) until end of life (eol) is reached. The consultant recommended the caller continue to follow the patient closely. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.